Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. Quality control (qc) results were within their expected ranges. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih kit lot 103. An initial elevated atellica im tnih result was obtained for a 64-year-old male patient. The test was repeated, and a similar elevated result was produced. The sample was also manually diluted (5-, 10-, and 20-fold), and the diluted samples also produced elevated results. The sample was tested using an alternate method, and a much lower result (still above reference range) was obtained. This was accepted as correct by the physician. There are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. Siemens has concluded investigation. Reagent issues were ruled out as quality control (qc) results were within expected ranges and no issues were observed with other patient samples. There were no indications of any instrument issues. The relationship among the neat- and diluted-sample results is as expected and meets assay design expectation. Based on the available information, the cause for the observed disagreement between results is a difference between assay methods. It is noted that both methods produced results which were elevated substantially above their respective reference cutoffs. There is no universal standard for troponin I. The atellica im tnih assay standardization is traceable to an internal standard manufactured using human heart homogenate. There is no expectation that results will match those of other clinical methods due to differences in antibody specificity and assay design. Results from different assays cannot be directly compared due to lack of common assay standardization. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The customer is operational, and no systemic product problem was identified.